Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and nausea. Once at the emergency room the patient was transferred to another hospital where the patient was admitted to the intensive care unit. In addition to dka the patient reports being diagnosed with a urinary tract infection as well as dehydration. The patients pod was removed. The patient was treated with anti-nausea medication. Intravenous fluids and insulin as well as 3 types of antibiotics. The patient was released from the hospital after 5 days.